Event description:
It was reported that during a surgery, the metal part of the wand's tip was fractured fast. No patient injury was reported. Back-up device was used to complete the surgery.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with contamination/discoloration and scratch/scuff marks on the spacer and return electrode. The lower and the middle electrode is completely detached. The device have been returned with a bent shaft. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was connected to a known good coblator ii controller and activated in saline solution. The ablate- and coagulation- function could be activated and the device produces plasma on the remaining electrode. The suction- and saline line were tested and performed as intended. The complaint was verified; however coblation or coagulation power is not fully functional as the device shows extensive wear and a completely detached electrodes. Therefore the root cause was determined due to a damaged or broken device probably by not ensuring/disregard the recommendations in the IFU provided with the device, associated with set-up and use of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.